Event description:
The customer reported to vyaire medical that the revel ventilator has vte (end-tidal volume) inaccuracy.the vte was triple than what was set. The reporter confirmed that there is a patient involvement associated on this event. However, no harm noted.

Manufacturer narrative:
H3:02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.